Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-8935cl-14 kreulock screw would not fully seat, as if it did not fit the plate. The surgeon removed the screw multiple times and attempted to re-insert the plate with the same outcome. The case was completed using a different screw. This was discovered during an ankle fracture procedure on (B)(6) 2024. Additional information received on 4/22/2024: the case was completed using another ar-8935cl-14 kreulock screw with the same plate. The case was not delayed, and additional anesthesia was not unnecessary. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.